Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that she feels tired and confirms it is not related to her diabetes. Customer states medical attention is not required at this time. Customer's expected blood results are 100-130 mg/dl fasting. Verified the strips expired 03/20/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: 77mg/dl (B)(6) 2015 06:25:00 pm fasting: no; 81mg/dl (B)(6) 2015 06:08:00 pm fasting: no; 78mg/dl (B)(6) 2015 07:00:00 am fasting: no. No adverse event reported.